Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (6 mg/ml at unk mg/day) and clonidine (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient noticed her handset was showing an alarm motor stall yesterday and has not cleared. The company rep resentative (rep) stated that she interrogated the pump and logs which showed the motor stall yesterday afternoon and no recovery. The rep denied and electromagnetic interference (emi) or magnetic interaction i.e magnetic resonance imaging (MRI). Discussed minimum rate mode and if replaced to send the pump back to mdt analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that cause of the motor stall was unknown. No troubleshooting was performed. The motor stall did not recover. The time stamp for the motor stall follows: the first stall was on (B)(6) 2024 at 3:15 pm then the second stall happened on (B)(6) 2025 at 2:11 pm. The report read the motor recovery as follows: (B)(6) 2024 at 1:18 pm then at 2:23 pm.

Manufacturer narrative:
H3. Destructive analysis identified residue in the motor gear train. Analysis identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.